Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist who states in the letter that they recommend the patient to discontinue the use of the aligners. The treatment is causing adverse side effects to tooth and periodontal health.